Event description:
On 11/17/1998 the pt had chemo drugs administered using the port a cath on the right upper chest wall. Blood return was good. On 11/20/1998 the pt called in and reported that the port site "is puffy, with red fluid leaking around cath". The pt came in and surgeon looked at it. A dye study was done and it showed leaking port. Pt's oncology dr notified and surgeon removed and replaced port. Multiple cracks were found in the catheter of the venous access device.